Event description:
Customer reported unexpected positive reactions(4+) with anti-b, series 3, lot 203234 when testing a patient sample that previously typed as group a. This has occurred with other patient samples. No transfusions or adverse reactions occurred as a result of the unexpected positive reactions.

Manufacturer narrative:
The customer did not return product or samples for investigation testing. It is not possible to rule out the sample as a cause of the event.